Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 111 mg/dl and sensor glucose was 49 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event was 62 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test (B)(6). Sensor failed per specifications due to high readings.